Event description:
An electrosurgical coagulation suction tube tip (mental part) "flamed" during a tonsillectomy procedure. It burned a patient's tongue. It was unclear how the patient was treated after the burn.